Event description:
It was reported that a vns dell x5 computer had a battery latch that fell off, and as a result, the battery does not stay in the computer. The computer and flashcard have been returned to the MFR. However, product analysis has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis on the software and handheld computer was completed. No anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications . An analysis was performed on the handheld and the reported allegation of a faulty battery latch was not verified. No anomalies associated with the backup battery release and main battery lock were identified. The backup battery cover was not returned for analysis, as it was initially reported that the latch had fallen off which provides the indication that the battery cover was likely lost out in the field. No anomalies associated with the handheld were noted during testing using a known good backup battery cover, ac adapter, or the main battery with a full charge. The handheld performed according to functional specifications. Since the battery cover was not returned for analysis, no commentary can be made on whether the battery cover was damaged which may have contributed to the event. However, no device failure was detected with a known good cover.

Manufacturer narrative:
Device failure related to the battery cover is suspected, but did not cause or contribute to a death or serious injury.